Event description:
Additional information was received from the hcp via the representative on (B)(6) 2017. It was reported that no further diagnostics or troubleshooting was performed or planned related to the headaches and inability to aspirate. It was also indicated that no further actions/interventions were taken or planned to resolve the headaches and inability to aspirate. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving baclofen at an un known concentration and dose via an implantable pump for intractable spasticity and multiple sclerosis. It was reported on 2017-mar-04 that on an unknown date the patient started experiencing a headache. It was unknown if there were any environmental/external/pati ent factors that may have led or contributed to the issue. A contrast study was performed as diagnostics/troubleshooting and the catheter wouldn¿t aspirate. It was indicated that the doctor was going to explore the catheter in surgery to see if there was an issue. It was indicated that the issue was not resolved at the time of the report. Surgical intervention had not occurred but was planned and scheduled for (B)(6) 2017. The patient status at the time of the report was ¿alive ¿ no injury¿ (note this is conflicting with the report that the patient had a headache). The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on (B)(6) 2017. It was reported that the representative would be working with the hcp the following monday, (B)(6) 2017 and they would see if they could get more information. No further complications were reported.

Event description:
Additional information was received from a healthcare professional (hcp) via the representative on 2017-mar-28. It was reported that it was unknown when the patient first started experiencing the headache and the inability to aspirate the catheter. It was indicated that it was unknown if there was a device issue, patient/therapy issue, or procedure issue regarding the exploratory surgery but noted that they ruled out the catheter being the issue after the exploratory surgery. It was detailed that the catheter didn¿t aspirate so the doctor went in to look. The hcp cut the catheter in the spine to test the flow and it was noted that the spine segment was dripping spinal fluid. They did a single bolus and saw drips from the pump segment and they then connected the two segments together and primed the spinal segment. The cause of the inability to aspirate was unknown. It was indicated that it was unknown if the inability to aspirate and headache had been resolved. It was indicated that the representative was aware of this information on 2017-mar-04. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(6) on 2017-apr-12. It was reported that on an unspecified date around the beginning of (B)(6) 2017 the patient developed headaches which worsened when they were up and improved when they were down. On (B)(6) 2017 the patient was hospitalized with the admitting diagnosis of a postural headache. It was indicated that the fluoroscopy/contrast catheter testing where they were unable to aspirate the patient¿s catheter was performed on (B)(6) 2017 and that on (B)(6) 2017 the patient was discharged and the headache remained. It was noted that another provider stated that the headache had improved on an unspecified date. It was reported that there were no changes in treatment rendered as a result of the reported events as the pump was noted to be ¿fine¿ with no cerebrospinal fluid (csf) leak. It was noted that as of (B)(6) 2017 intrathecal baclofen had not been discontinued in response to the reported events. The indication for use of the intrathecal baclofen was spastic paraparesis and multiple sclerosis and therapy was initiated on (B)(6) 2013. The patient¿s concomitant medications included tylenol, ritalin, and nasonex. No further complications were reported or anticipated.